Event description:
It was reported that the indicated battery charge dropped by 40% in a short period of time. There was no adverse impact to the customer's blood glucose level. Technical support planned to contact cts international for additional assistance and follow up on the issue.